Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Manufacturer's reference # (B)(4), are related to the same event. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and catheter wouldn¿t deflect correctly. There was no patient consequence. This event was originally considered non-reportable; however, product returned on (B)(6) 2014 and has reassessed the event as reportable because the bwi failure analysis laboratory received the device for evaluation and found char on tip electrode measuring about 1mm with reddish brown material. This finding is reportable because this could potentially contribute to a death or serious injury.

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and catheter wouldn¿t deflect correctly. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and char was found over the tip electrode. This condition was not reported by the customer. Then per the reported event, a deflection test was performed and catheter passed. Due to the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the char remains unknown.